Event description:
The report from the affiliate indicated that approximately three and one-half (3-1/2) months after the index procedure follow-up coronary angiography was done and revealed slow flow a 50% stenosis at the bifurcation of the proximal left anterior descending (lad) coronary artery and the left main trunk (lmt). Because the patient was in stable condition at this time, the patient's antiplatelet therapy (ticlid) was discontinued and there was no treatement for the 50% stenosis. Sixteen days later (four months after the index procedure) the patient complained of chest pain and was admitted to the hospital. Coronary angiography was done and revealed thrombus inside the previously implanted cypher stent. Aspiration of the thrombus and ptca was done but thrombus still remained. A driver 3.5/12 mm bare-metal-stent (bms) was implanted inside the cypher stent. The cypher stent and the re-intervention were done at different hospitals. The physician's comment regarding the probable cause of the late thrombus (lt) was that it may be due to the 50% stenosis at the lmt/proximal lad bifurcation and the stoppage of the patient's antiplatelet therapy sixteen days prior.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the proximal lad. The lesion was reported to be: de novo, concentric, 10 mm in length, 4.0 mm vessel diameter, a bifurcation lesion, and type b2. The lesion was not pre-dilated. A cypher 3.5/23 mm stent was implanted at 16 atm for 30 sec by direct stenting. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please note that device (lot # unknown) is distributed outside the united states, however, it is similar to the united states product. The lot number was reported to be either: i1104180 or i0105040. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.